Event description:
Three devices (part#cev642h, cev647b5, and cev669e) was returned to mxi service and repair.

Manufacturer narrative:
Device 2: cev647b5 (lot: 201110mf2) - mfg date: october 2011, device 3: cev669e (lot: 201111mf1) - mfg date: november 2011. Cev642h was evaluated and indicated that the wire was bent and the coating was very damaged on the bent zone. Cev647b5 was evaluated and indicated that the tube sheathing was damaged. The tube was slightly bent. Cev669e was evaluated and no problem observed with the instrument. The electrical test was compliant. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a.